Manufacturer narrative:
Other, other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found tamper seals removed, damaged front and rear housing and a damaged lens. The ac connector, dose connector, back-up-capacitor, downstream sensor and uso seal were all contaminated by fluid ingression. A review of the event history log found lec 1140. During the functional testing, lec 1140 and lec 1660 were found on the display. The cause of the errors was found to be the fluid damage on the microprocessor board. The microprocessor unit board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6. Health effect codes: updated.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a lec 1660. No adverse patient effects were reported by the customer.